Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated about a week ago they started getting a message when they were trying to increase the stimulation in their back. Patient stated they were getting settings not available message on all group settings. Patient is not able to increase any of her settings. Agent is sending a message to the local field representative about patient call. Additional information was received from the patient. They called back and were escalated because they were still getting the "settings not available" message and their back was killing them. The patient stated they spoke to a manufacturer representative (rep) in early october and the rep told the patient to remove/replace the lithium-ion battery pack but that did not resolve the issue. The patient was advised to reach out to their healthcare provider (hcp) to make them aware of the issue. A message was sent to the field. Rep met with patient on 11/18/24. Rep reported the impedances. 0- 40,000 1- 760 2- 650 3- 650 4- 650 5- 650 6- 710 7- 720 8- 40,000 9- 40,000 10- 2840 11- 40,000 12- 40,000 13- 40,000 13- 40,000 15- 1650 cause was due to electrodes with high impedances were being used. Patient was able to achieve desired therapy results using different electrodes. It was reported programming using different electrodes resolved the issue. Patient achieved effective therapy programming by the end of our session. Rep received this information from patient on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) states that they saw 'settings not available' today when trying to adjust stim. Agent inquired if it started today and pt indicated yes but then noted that they actually started seeing it last year and notified their rep of it last year (exact notify date unknown). The pt states they reached out to the rep today but pt doesn't believe that the rep is still with the company. The pt noted last year they met with the rep and one of their leads 'was not working' so they moved from the 'b lead to the a lead' but now the issue continues. Agent redirected to managing doctor. The pt notes they are not feeling stimulation in their back at this time.